Manufacturer narrative:
The returned device was evaluated and no issues were observed with the exposed portion of the soft cannula. The data downloaded from the device did not show any signs of a struggle during the run that would indicate a failure to deliver insulin. The device was found to function properly.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose reached 492mg/dl while wearing the pod for between 4 and 24 hours. Treatment included bolusing with the pod, giving a manual shot, and changing the pod. It was also stated that the cannula appeared a little bent, but it was believed that was from folding the adhesive over. The patient's blood glucose and insulin history is as follows: (B)(6).